Event description:
Philips received a complaint by the customer on the v60 indicating that the universal stand was "damaged." It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to request a newer stand as the universal stand was "damaged." The remote service engineer (rse) provided the customer with a list of replacement parts needed to convert an old stand to the newer stand (partially assembled new v60 alpine white stand, v60/v680 stand oxygen (o2) tank holder, o2 transport kit). The rse also noted that if the customer needs to convert a broken old universal stand, the customer should follow the below instructions: if using a new v60 alpine white stand for transport reasons (which almost all do), the customer would need the o2 tank holder and o2 transport kit (manifold). Besides that, the customer will also need to convert the unit, which includes installing the replacement bottom feet and foot retention plate into the v60. Furthermore, the rse also provided the customer with additional part numbers for the replacement support arm and support arm rail mount bracket. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 05feb2026, 16feb2026, and 19feb2026 to try to obtain further case information regarding the repair; however, no response was received, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.